Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during the procedure, the surgeon felt inaccurate at the sphenoid sinus. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier, age, and gender provided. Additional procedure information received. A review of the archives show the trace pattern used on the patient for registration show that few points were used by the surgeon. Those points were also collected over soft tissue. This is not an optimal trace pattern and could have contributed to the alleged imprecision.

Event description:
Medtronic received additional information that the imprecision was 0.5 cm posterior and there was a delay of less than 1 hour.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site felt inaccurate at the sphenoid sinus during a case. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome.